Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that when this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, a message was displayed stating that the elective replacement indicator (eri) had been reached, a software update could not be performed, and therapy is not available. Boston scientific technical services (ts) was contacted for assistance. The ts consultant discussed that this s-ICD must have been interrogated previously and after the same message about eri and the software update was displayed, the user selected the disable therapy button rather than the cancel button. The ts consultant confirmed that no therapy is available, and the only way to enable therapy is to interrogate the s-ICD with a programmer that contains an older software version. No adverse patient effects were reported. The serial number was not provided.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, a message was displayed stating that the elective replacement indicator (eri) had been reached, a software update could not be performed, and therapy is not available. Boston scientific technical services (ts) was contacted for assistance. The ts consultant discussed that this s-ICD must have been interrogated previously and after the same message about eri and the software update was displayed, the user selected the disable therapy button rather than the cancel button. The ts consultant confirmed that no therapy is available, and the only way to enable therapy is to interrogate the s-ICD with a programmer that contains an older software version. No adverse patient effects were reported. Field follow-up confirmed a programmer with the necessary software was obtained and interrogation with this device successful: normal operation confirmed. However, the device was box changed as it had reached it's normal elective replacement indicator. No product allegations were received at or post-explant.